Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of anti-tachycardia pacing (atp) for series of arrhythmias between (B)(6) 2026. Atp resulted in rhythm acceleration from ventricular tachycardia (vt)-1 zone to vt zone. Currently, this device remains in service and no adverse patient effects were reported.